Event description:
Device presented premature eri during routine follow-up. On previous follow-up, battery showed 60 percent battery remaining. Device was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Next, the device was interrogated. The interrogation could be properly performed and revealed the eri battery status, confirming the clinical observation. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. In order to obtain further insights, the ICD was opened and sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual inspection which did not reveal any signs of damage. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified lithium plating, which led to an elevated internal self-depletion and, as a result, to the clinical observation. Please note this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.